Event description:
It was reported that after the pocket was closed, the lead dislodged. Upon cleaning the lead, the physician noted an insulation break. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.